Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: d4 UDI, d9 and e1 telephone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. An olympus field service engineer (fse) was dispatched to the user facility and the customer's allegation of emergency light turns on was confirmed. Based on the results of the investigation, it is likely the malfunction occurred due to a faulty xenon lamp. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source switches to emergency light during operation. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.